Event description:
Olympus reviewed the following literature titled ¿safety, efficacy, and clinical utility of the 5.1-mm debridement catheter for treatment of walled-off pancreatic necrosis.¿ a multicenter cohort study was conducted at 8 institutions including patients who underwent direct endoscopic necrosectomy (den) with the 5.1-mm endorotor. The primary outcome was the number of den sessions needed for walled-off necrosis (won) resolution. Secondary outcomes were the average percentage of reduction in solid won debris and decrease in won area per session, total time spent performing endorotor therapy for won resolution, and adverse events (aes). Direct endoscopic necrosectomy (den) is a recommended strategy for treatment of walled-off necrosis (won). Den uses a variety of devices including the endorotor (interscope, inc, northbridge, mass, USA) debridement catheter. Recently, a 5.1-mm endorotor with an increased chamber size and rate of tissue removal was introduced. The aim of this study was to assess the efficacy and safety of this device. A multicenter cohort study was conducted at 8 institutions including patients who underwent den with the 5.1-mm endorotor. The primary outcome was the number of den sessions needed for won resolution. Secondary outcomes were the average percentage of reduction in solid won debris and decrease in won area per session, total time spent performing endorotor therapy for won resolution, and adverse events (aes). Results: sixty-four procedures in 41 patients were included. For patients in which the 5.1-mmendorotor catheter was the sole therapeutic modality, an average of 1.6 densessions resulted in won resolution with an average cumulative time of 85.5 minutes. Of the 21 procedures with data regarding percentage of solid debris, the average reduction was 85% ± 23%per session. Of the 19 procedures with data regarding won area, the mean area significantly decreased from 97.6 ± 72.0 cm2 to 27.1 ± 35.5 cm2 (p < .001) per session. Aes included 2 intraprocedural dislodgements of lumen-apposing metal stents managed endoscopically and 3 perforations, none of which was related to the endorotor but rather the double pig tail and/or the metal stent removal. Bleeding was reported in 7 cases, all of which were treated endoscopically. None of these cases required embolic or surgical therapy; however, 2 required blood transfusions. Conclusions: this is the first multicenter retrospective study to investigate the efficacy and safety of the 5.1-mm endorotor catheter for won. Results from this study showed an average of 1.6 den sessions were needed to achieve won resolution with an 85% single-session reduction in solid debris and a 70% single-session decrease in won area with minimal aes.